Event description:
According to available information, this device malfunctioned due to a balloon burst. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot # 08003516.

Manufacturer narrative:
After receiving the complaint, we searched for other complaints and we didn't find another complaint on the lot number 8385826. Checking the quality databases revealed that some corrective and preventive actions are ongoing. From experience, silicone balloon burst could come from various causes. In this case we cannot identify any specific root cause as insufficient information has been provided to do so. In parallel, a specific trend is monitored regarding the silicone balloon issue through the CAPA (B)(4). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.